Event description:
Home health nurse reports pump kept placing unknown errors. Replacing pump now. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number - (B)(6). Unknown error codes or any details regarding why the pump would not work. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? No, but able to finish infusion after restarting pump several times. Diagnosis for use: chronic inflammatory demyelinating polyneuropathy.